Event description:
The customer was hospitalized for dka. The customer stated that they forgot how to set the basal rate and the high bg rule. It was indicated that the customer was disconnected from the pump and lost all the settings on the pump. Assisted the customer in resetting the basal rates.